Event description:
It was reported that the patient experienced scrotal erosion with the inflatable penile prosthesis (ipp) pump. The ipp pump was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.